Event description:
The following event was reported to nmt neurosciences as part of the data collection on a marketing study conducted at different european centers: late infection. The shunt was implanted in 1996 and explanted in 2002.

Event description:
Additional information was obtained from surgeon "the patient had been treated with an orbis sigma valve (osv ii), which had worked satisfactory. In the beginning of the year 2002 pt started to have fever and failure to thrive, and was initially treated at an provintial hospital and was referred to oulu university hospital 01/2002. Pt had fever more than 38.5 degrees celsius, high crp (>200), and increased content of leucosytes in the csf. No positive culture could be found. Pt was initially treated by culture could be found. Pt was initially treated by intravenous antibiotics (rifampicin and vancosin), but after 4 days without response pt's shunt was removed and treated with ventriculostomy. The infection could be cured and pt could get a new shunt one week later. The patient has for years been mentaly retarted and this event did not alter pt's condition".